Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a high-energy treatment tool (high frequency, etc.) That was used without ensuring a sufficient distance from the tip. Additionally, the investigation confirmed the presence of foreign material within the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end of subject device was found to be burnt. The issue was identified during set-up. There were no reports of patient involvement.